Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent further evaluated the customer's device and also observed the device logged an event code that is associated with a device lockup. The user interface pcb assembly was replaced to resolve the reported and observed issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.